Manufacturer narrative:
(B)(4). Product will not be returning to zimmer biomet for investigation due to the hospital retaining the implant. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by hospital.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical product- headed screw 48 mm length catalog#: 00598304048 lot#: 63316218, all-poly patella cemented 35 mm diameter catalog#: 42540200035 lot#: 63283218, articular surface medial congruent (mc) right 11 mm height use with tibia sizes e-f/cr femur sizes 8-11 catalog#: 42522100811 lot#: 63074242, femur cemented cruciate retaining (cr) narrow right size 8 catalog#: 42502006402 lot#: 11013476. Photographic evaluation of the removed tibial component indicate that the bone cement is found in the three out of four plug holes. Minor traces of blood is seen on the superior side of the tibial component along with minor debris and wear (nicks and gouges). DHR was reviewed and no discrepancies relevant to the reported event were found. X-rays were reviewed by a radiologist and show no signs of radiolucency or loosening, hardware appears intact. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.